Manufacturer narrative:
The customer did not have the freestyle spare parts with her to conduct troubleshooting. She said she had 3 or 4 sets of them, but did not want to troubleshoot with them. When requested to do a battery reset, the customer indicated that she did not want walk into another room to plug the pump in. The customer indicated that she would soak and wash her parts and reset the battery and test the vacuum afterwards. If there was no improvement, she indicated that she would purchase a new pump. Multiple attempts to get additional information from the customer went unanswered, including a final attempt in writing. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela llc that her freestyle breast pump was losing suction and she developed mastitis for which she received medical treatment. She stated she had been using her sister's pump and the mastitis resolved.